Manufacturer narrative:
Additional concomitant device used: pigtail plastic stent 10fr, boston advantix correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The physician reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover cracked. The crack prevented a boston stent from exiting the distal end. After trying to insert the stent into pancreatic duct, but not succeeding, the physician took the endoscope out of the patient and noted that distal tip had partially ruptured and partially slipped off (the cap was still at the end of the endoscope, but partially off). After this discovery, a new distal cover was placed and the procedure was completed using the same scope. The procedure time doubled, about 30 minutes in all. The procedure was changed from pancreatic stenting to pseudocyst gastrostomy stenting once the area was visualized. The procedure was completed with no further consequences to the patient. The patient did not experience any post-op fever or pancreatitis. Prior to the procedure, the distal cover had been placed by the cleaning/disinfection/sterilization (cds) person, who had not received the training on the proper method for applying the distal cover. The physician did not thoroughly check the distal cover placement before the procedure. The physician looked at the distal cap, and it appeared ok. The physician did not touch it to ensure it was applied correctly. The endoscope used was repaired by 3rd party. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-23125 used in the procedure.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 20-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. Since the user attached the distal cover inappropriately such as pushed the cover obliquely, the cover was slightly torn. The cover has been crushed before it was attached to the scope, easy to be broken. The damage of the distal cover accelerated by stress from attachment or friction from use such as twisted, pushed, and/or pulled in patient¿s body. Since the instructions for use (IFU) (operation manual) states the following, the user handling was seemingly deviated from IFU: "important information ¿ please read before use: instrument compatibility: refer to ¿combination equipment¿ on page 105 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage. Attaching accessories to the endoscope: attaching the single use distal cover. Hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off." Olympus will continue to monitor field performance for this device.